Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving a shock. Interrogation showed the device reverted vt/vf episode the day prior. While in the hospital the patient experienced a vt episode which was resolved by atp therapy. Patient was again admitted to the hospital with a heart ailment and collapsed after a few days. It was reported the patient expired due to cardiac complications. There is no known allegation from a health professional that the death was related to the device. The cause of the death is unknown.

Event description:
New information received notes that the physician requested an analysis of egms after the patient expired. Review of the egms found oversensing of noise in conjunction with every intrinsic ventricular event. A lead issue was suspected as the cause for the noise.